Manufacturer narrative:
Please note the corrections to d3 and d9/h3. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot revealed 175 devices were released in 14 parts deliveries in the period (B)(6) 2011 ¿ (B)(6) 2011. There was no similar complaint reported within the same lot. Due to the fact that this device was manufactured in 2011, and has more than 10 years of compliant performance, and as there are no other complaints of the same nature reported for the affected lot, a batch review of every single record was not deemed justified, since if there were any material or manufacturing related issues, it would have been evident in the former life of the device. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.

Event description:
Customer reported that: "this device presents the following anomaly: impossible to lower the nail fixing screw into the nail, preventing it from being fixed on the nail holder."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported that: "this device presents the following anomaly: impossible to lower the nail fixing screw into the nail, preventing it from being fixed on the nail holder."